Event description:
A physician at the user facility reported a pt death while using the injector system. Reportedly a diagnostic procedure had just been completed and, at the start of an interventional procedure during a small contrast injection, a spiral dissection of the coronary artery occurred and the pt died within a few minutes despite rescue attempts. The user physician reported that he did not see it as a device malfuction but a combination of system, catheter placement, user error in placing the catheter tip too close to the vessel wall, and injection pressure being too high. Neither acist nor the distributor were informed of this event until a clinical visit at the hosp in 7/04.